Event description:
The customer reported to olympus that the evis exera iii colonovideoscope that the air/water nozzle had flow issues that were detected after procedure. The customer reported the device was reprocessed as per the device instructions for use. The device was returned to olympus for evaluation. During examination, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the air/water nozzle did not allow for flow due to the foreign material. The device examination showed the device's scope connector was stained and the cable unit was corroded. Functional testing showed the flexibility adjustment ring was worn and was non-functional and the circuit board was shorted causing an error code e218 (scope error). The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) section which state: ·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.